Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter to treat atrial fibrillation (a fib) the patient passed tea color urine. During the procedure approximately 70 ablations were applied across the pulmonary veins and the posterior wall. The posterior wall ablations are considered off label as the catheter is only indicated for treatment of the pulmonary veins. After the procedure it was noted the patient's urine was tea color and analysis confirmed the presence of blood in the urine but with no red blood cells. The patient was admitted overnight, and fluids were administered. The patient was discharged the following day but further information regarding their condition is unavailable per the account. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.